Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 37791, serial # unknown, product type recharger.

Event description:
A consumer reported that the patient was unable to charge and they were getting a reposition the antenna screen on the recharger. Repositioning the recharger did not resolve the issue. The patient was able to communicate with the implantable neurostimulator (ins) with another external device. The antenna locate feature was tried, but that did not resolve the issue. The patient was able to move the ins a little bit in the pocket site, but the ins did not flip around or anything. The recharger antenna was damaged so the patient was going to try a new one. The patient's indication for use is parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.